Event description:
The clinician reports the implant was inserted 2021-08-31 in ada 7. On 2022-03-22, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding, and abscess. No further patient complications were reported.